Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir was not pulling air in it and it is not drawing insulin in it. The patient¿s blood glucose level was unknown at the time of the incident. Customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.